Event description:
Front two casters and one rear caster are very loose. Dealer says there is significant wiggle room with them which there isn't in new models. 07/24/2015 11:19 am. Received update from (B)(4). The shower chair was returned and evaluated. They found the frame, casters, wheels and rivets to be within specifications. However, the insert connecting hardware was found to be loose.

Manufacturer narrative:
Follow up to be sent if additional information is received.